Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the atrial lead had intermittent capture at maximum outputs. The lead was repositioned and remains in use. It was further reported that after the atrial lead revision when the device was reconnected to the leads it would only pace unipolar in the right ventricle (rv) and showed high rv impedance and intermittent pacing. Multiple attempts were made to reconnect the lead. When the lead was checked via the analyzer it showed normal function so the device was disconnected and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.